Event description:
On (B)(6) 2013, the pt presented for revascularization of a moderately calcified peroneal artery. Using an asahi fielder xt guide wire, the physician advanced the kittycat 2 catheter (w550) over the wire to the calcified target lesion. While advancing through the lesion the device tip became stuck. When the physician pulled back on the device in an attempt to free up the catheter, the tip separated from the catheter's outer sheathing but remained attached to the inner shaft. The entire catheter, including the separated tip was removed from the pt as one unit. After the device was removed, a perforation was detected on the angiogram. A balloon was inflated for 2 minutes to treat the perforation and upon re-injection of contrast, the perforation was no longer present. No further pt complication was noted.

Manufacturer narrative:
Method: the case info, including the device use feedback obtained from the event reporter, was used to evaluate the device performance. Results code: the IFU contains warnings and precautions that "if resistance is met during manipulation, determine the cause of the resistance before proceeding" and "torquing or pulling the catheter excessively may cause damage to the product." Device evaluation summary: returned device evaluation confirmed the separation of the tip as a result of manipulation in attempt to free up the device when it got stuck in the lesion. The catheter tip separated from the outer shaft but remained attached to the inner shaft.